Event description:
It was reported that the right ventricular (rv) lead was oversensing atrial pacing spike. The lead had high impedance and no capture at max pacing output. The lead was suspect of a fracture. Since the patient¿s physiological condition did not require ventricular pacing, the physician opted to cap the lead and not pace the patient in the ventricle with no new lead placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).